Event description:
When a user selects a study and opens orthoview application to do templating, the orthoview application always defaults to right hand side, even if the image is left hand side. The user can recognize this mistake and change the default to left, but then the orthoview program keeps giving popup error advising the user that they have selected the wrong side. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B) (4).